Manufacturer narrative:
E1: initial reporter address 1 - (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a circumferential tear 1mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. Device was removed and completed the procedure with the different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. Device was removed and completed the procedure with the different device. There were no patient complications nor injuries reported.